Event description:
It was reported that they the aws lock upped losing images and there was a paddle connection error causing the patient to have the exposure repeated. They rebooted the system, once this was done the unit is working as intended.